Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
The customer contacted baxter's (B)(4) and reported that the spike was not all the way into the bag. The technical service representative (tsr) assisted the caregiver (cg) to press go and to resume the prime. The cg then could see fluid moving through the line. The patient would connect once the prime completed. Product surveillance contacted the cg on (B)(6) 2011. According to the cg, he noticed that he failed to fully insert the spike. There were no defects in the supplies. The cg confirmed that it was user error and there have been no issues since this event. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This report for connection issue was not confirmed due to a lack of sample. During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. The root cause was determined to be use error- incomplete connection. A labeling review was performed and found labeling to be adequate for the user error identified. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.